Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the harmonic ace instrument was broken. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported consequence was reported.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have one blades broken at the base. A piece approximately 0.084" x 0.5345" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. The complaint regarding the harmonic ace was broken was confirmed by failure analysis. The probable root cause is attributed to use conditions.

Event description:
Refer to h11 for follow-up information.